Manufacturer narrative:
Device evaluation: 1 unit of lot number c2062328 of zebd-7-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. This file is related to pr (B)(4) / 3001845648-2023-00754 which was opened to captured the user error of the incorrect sized wireguide with the replacement device. The device involved in the complaint was evaluated in the laboratory on 06 oct 2023. Visual inspection: stent and introducer returned. Pigtail straightener not returned. Kink observed on the 2nd and 5th porthole of non tapered end on the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 device of lot number c2062328 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2062328. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with the stent which would could have contributed to the kinks. A CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, kink of pig tail part of stent. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with the stent which would could have contributed to the kinks. A CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A patient underwent ercp and being collected stones. When zebd-7-7 was attempted to place in common bile duct via endoscopy, a wire guide (olympus/visiglide2) wouldn't pass at pigtail part of stent. The user found the kink in the stent and stopped using it. Another stent from same rpn (lot# unknown) was used and completed the procedure. Although the user used a straightener carefully, the pigtail got kinked. Prior to patient contact. User's comment: although I used a straightener carefully, the pigtail got kinked. [Additional information]: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer the description of event. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically on the shelf. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus/visiglide2 0.025inch. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? No. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. After est, collecting the stones was performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Pls. Refer the description of event. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged?no. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v.